Event description:
The product was evaluated. An external visual inspection was performed and passed. An internal visual inspection was performed and passed. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4), b5 describe event or problem - additional information. D9 device available for evaluation - correction. D9 device returned to MFR - additional information. D9 date device returned - additional information. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - correction/additional information/device evaluation. H3 device evaluated by mfg - additional information. H3 evaluation included - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information. H10 corrected data.

Event description:
It was reported that a broken needle occurred. The sensor was inserted into the abdomen, which is off label usage of the device, on (B)(6) 2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).